Event description:
The lay user/ patient contacted lifescan (lfs) alleging that the one touch ultralink meter had the following unresolved buttons/scanners issue: "ok button not responding". There were no allegations of harm or injury.